Event description:
Ous MDR. After an implantation period of approx. 35 months oversensing was reported. The lead was explanted and returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available iegms confirmed the presence of noise on the rv as well as on the ff channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.